Manufacturer narrative:
(B)(4). On the same day as admission to the hospital, the patient began treatment with intraperitoneal cefazolin and fortum (one gram every day, frequencies not reported) for peritonitis. Three days later, the treatment with cefazolin and fortum was discontinued. The next day, the patient began treatment with ciprobay (20 mg, everyday) and amikacin (125mg, everyday) intraperitoneally for peritonitis. On the same day, the patient began treatment with vancomycin (1 gram in a week) ip for peritonitis. After sixteen days the treatment for ciprobay and amikacin was discontinued. Nine days after admission, the patient began treatment with intraperitoneal vancomycin (one gram, per week, duration seventeen days) for peritonitis. The patient did not respond to the peritonitis treatment, so the catheter was removed to transfer patient to hemodialysis twenty-six days after admission to the hospital. Thirty seven days after admission, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with cefazolin (1 gram intraperitoneally per day, duration not reported) and fortum (1 gram intraperitoneally per day, duration not reported). At the time of the report, the patient was still hospitalized and was reported to be recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The patient was reported to have been born in 1969. The patient's ethnicity was reported as (B)(6). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).